Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no adverse impact to the customer's blood glucose level. Customer performed pump reset with guidance from technical support, and pump screen responded normally after reset, resolving issue.